Event description:
Accucath IV catheter inserted, then noted to leak from hub, regardless of extension tubing used. Replaced the accucath IV catheter. Hub appears to have a slight flaw on close visual inspection. IV catheter sequestered and sent to risk mgmt.